Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was performed to treat a pseudoaneurysm in the left vertebral artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of surgical procedure is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. In this case, it is likely the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance and the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a pseudoaneurysm in the left vertebral artery. A 2.8x16mm graftmaster covered stent delivery system failed to cross due to the anatomy. A non-abbott stent was attempted but also failed to cross, so the patient was sent to surgery to successfully complete the procedure. In the opinion of the physician, the use of this graftmaster did not cause or contribute to complications or adverse events in any way. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.